Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. Following the advancement of a non-bsc introducer sheath and guide wire, a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 10 atmospheres during the second inflation for 60 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Magnified inspection identified a pinhole in the balloon wall 26mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. Following the advancement of a non-bsc introducer sheath and guide wire, a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 10 atmospheres during the second inflation for 60 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).